Event description:
It was reported by (B)(6) that they had been having an increase in skin reactions to ECG electrode products (red dot, meditrace, conmed), and samples of all products they distribute were sent to third party tester. Per (B)(6) the conmed cleartrace ECG electrode "failed" biocompatibility testing.

Manufacturer narrative:
The device is not being returned to conmed for eval. Conmed believes this product performed to specs and did not have any mfg defects. When a full investigation of this incident is completed, a f/u report will be filed with the FDA.